Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2012 and 29/jan/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: pain and capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left breast is firm and looks abnormal due to capsular contracture, baker grade iii and is experiencing moderate breast pain. Patient also reported that the surgeon reported her implant was "upside down".the device has been explanted.